Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call on (B)(6) 2018 that they had an infusion set that wasn't working. Blood glucose level at the time of incident was over 400 mg/dl and was treated with insulin pump. Troubleshooting occurred and issue was resolved by changing out infusion set. Product will not return for analysis.